Event description:
The customer tested blood glucose and drank orange juice. The customer retested 30 minutes later and received a blood glucose result of 93mg/dl. The customer woke up with a low blood reaction. They were very weak and sweating. An ambulance was called and the customer was taken tothe e.r. Where their blood glucose was 34mg/dl. The customer was given an IV and antibiotic for pneumonia, and orange juice. A request was made for the return of the suspect device and replacement product was sent.